Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite secondary set was leaking. The following information was received by the initial reporter with the following verbatim: rn primed the line w/ bd ap infusion set. Immediately noticed dripping from the area of the safety clamp on the tubing, prior to attempting to place in ap. Can't see a crack in the tubing itself.